Manufacturer narrative:
Date of initial report: 2017-03-12 date of follow-up report: 2017-05-24 one used ls1500 was received, and examination of the returned sample confirmed the reported issue. The jaws and latch were open when received, and the device would not close. Further evaluation found the issue to be due to a missing broken ski guide tab, which can occur if excessive force is used on the device handle. The investigation identified the root cause of the broken ski guide tab to be misuse of the device.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device became difficult to open. Force was applied to open the jaws. It was also reported that a plastic piece was noticed within the surgical field that may have detached from the device. The surgeon was unable to retrieve the piece of plastic.

Manufacturer narrative:
Date of follow-up report: 2017-05-24. Date of second follow-up: 2017-06-09. Updated: additional investigation testing was performed, and investigation updated below. One used ls1500 was received, and examination of the returned sample confirmed the reported issue with a detached component. Examination of the received device could not confirm the issue with opening the jaws. The jaws and latch were open when received, and the device would not close. Further evaluation found the issue to be due to a missing broken ski guide tab, which can occur if excessive force is used on the device handle. The investigation identified the root cause of the detached ski guide tab to be misuse of the device. This detached component is a part of the external portion of this laparoscopic device, and has no potential to fall within the patient cavity. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.